Event description:
Additional information received reported the shaking ¿had not resolved really.¿ there was no improvement and the patient still had the same issues. They had an appointment set up with their doctor but they could not remember when.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient had a return of symptoms and they were shaking a lot. The symptoms started in the last few days. The patient did not have a current healthcare professional and was in the process of looking for a new one. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n459248, implanted: (B)(4) 2014, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(4) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v727691, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v663231, implanted: (B)(4) 2011, product type: lead.